Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the guide wire fractured. The target lesion was located in the right coronary artery (rca). The tip of the wire snapped off inside the patient, in the rca. The fractured portion migrated to the "tla branch", and was irretrievable. The procedure was completed with another unspecified bsc guidewire and an unspecified stent. No further patient complications were reported and the patient status is okay.

Manufacturer narrative:
Corrections: upn corrected from: h74914914011 to: h74914905011. Catalog/model # corrected from: 14914-01 to: 14905-01. Device evaluated by manufacturer: a visual examination identified the distal tip partially detached, exposing approximately 0.7cm of the corewire tip. No evidence of corewire fractured. The outer diameter (ods) and guidewire overall length (181.0cm approx) are within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the guide wire fractured. The target lesion was located in the right coronary artery (rca). The tip of the wire snapped off inside the patient, in the rca. The fractured portion migrated to the "tla branch", and was irretrievable. The procedure was completed with another unspecified bsc guidewire and an unspecified stent. No further patient complications were reported and the patient status is okay.

Manufacturer narrative:
(B)(4).